Event description:
Implanted ivc filter. Imaging revealed that the long prongs were criss crossed upon deployment. Needed to be retrieved and a new filter inserted. Lot 250518, sn (B)(4), exp: 04/2023.